Manufacturer narrative:
Product event summary. The full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead could not reach the target position and was replaced with a different lead. The parameters on the new lead were not ideal and it was repositioned several times. Once the helix was screwed out, it could not be retraced. That lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.